Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had come out of epidural space. The patient underwent a revision procedure wherein the lead was repositioned. Nothing was explanted and patient was doing well post-operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had come out of epidural space. The patient underwent a revision procedure wherein the lead was repositioned. Nothing was explanted and patient was doing well post-operatively.